Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I anti-hbs on one 34yr old female patient. The results provided were: initial => 1000 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /autobio=negative /repeated after centrifuge=> 1000 miu/ml / autobio =negative /roche=positive. The sample dilution 1:2=> 2000 miu/ml; 1:5= >5000 miu/ml; 1:10= >10,000 miu/ml; 1:20= >20,000 miu/ml /all autobio=negative there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity I anti-hbs reagent lot 33765fn01. The evaluation of complaint data for the product and likely cause alinity I anti-hbs reagent lot 33765fn01 identified as expected activity. The tracking and trending report review determined that there are no trends. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any non-statistical trend. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance in the field of reagent lots using worldwide data through abbottlink was evaluated. The patient median result for the lot 33765fn01/fn00 are comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Per product labelling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbs assay lot number 33765fn01.